Event description:
Pt's wife reports pt has a foley catheter and it is plugging up and the pt's nurse says it is plugging up with protein (per wife). She also reports his urine is dark / described as bloody. No further info known. Reported to (B)(6) by pt/caregiver.